Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, persistence low flows, suction, and position alarms were observed. The impella was explanted, and it was confirmed no clot was present. Following reinsertion, the issue persisted. No further information available. The patient survived the procedure.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The root cause of the suction/low flow was unable to be determined as not product or logs were returned for analysis. The pump in aorta alarms likely occurred as a result of the low flow/suction conditions this report is being filed as part of a retrospective review of historical records.